Event description:
Per the clinic, the device was explanted on (B)(6) 2024. Correction: the previous MDR submitted on december 12, 2024, was filed inadvertently. There was no skin revision surgery performed.

Event description:
Per the clinic, the patient underwent skin revision surgery (specific date not reported) due to skin flap necrosis. Subsequently, a skin breakdown had developed and exposing the receiver/stimulator, resulting in the decision to explant the device. The device was explanted (specific date not reported), and it is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.